Event description:
The customer reported that during a patient event, their device would not deliver defibrillation energy to the patient. The customer advised that the device was charged and upon the selection of the shock button, the device did not respond. The shock button was pressed a second time with no response. The customer did have a backup device available with minimal delay and continued care on the patient. There was no report of the patient suffering any adverse effects during the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure to deliver defibrillation energy. Physio replaced the therapy pcb assembly as a precaution and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. The cause of the reported issue could not be determined.